Event description:
It was reported by user facility medwatch that the patient had a history of ventricular tachycardia, atrial fibrillation, end stage renal disease, non-ischemic cardiomyopathy, ejection fraction of 20%, and in home IV dobutamine infusion. The patient was admitted for eroded ICD site (infection) and laser lead extraction. The report states "the procedure appeared to go smoothly until a significant drop in blood pressure occurred which was determined to be caused by a laceration in the patient's right ventricle." The patient was placed on bypass and immediately underwent surgery for cardiac repair. Patient died approximately 2 weeks later, thought to be due to his disease process and multiple co-morbidities.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Facility medwatch report had incorrect device serial number. Corrected information indicated on this medwatch report. Evaluation summary: no anomalies found. Follow up with facility reported this patient had a coagulase negative infection from the hickman line used for at home dobutamine infusion. The device pocket had purulent drainage. Post-surgery for repair of tear, patient had multiple episodes of ventricular tachycardia and atial fibrillation causing hypotension and required resuscitation during hospital course. Patient considered for heart transplant, but developed a 106 degree fever and subsequently died with cause of death cardiogenic shock in the setting of sepsis.